Event description:
It was reported that during device preparation, the novel implantable cardioverter defibrillator was found to inappropriately be in back-up operation. The device was not used for implant on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of device found in backup vvi mode was confirmed. Final analysis found the cause of backup vvi to be due to temperature sensitivity of an integrated circuit (ic). After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No other anomalies were found.